Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a solyx sling procedure. According to the complainant, two weeks after the procedure, the pt presented with vaginal erosion. The pt was treated with premarin cream for six weeks. The pt became incontinent and the erosion did not resolve. The physician decided to remove the original sling, and schedule the pt for another sling placement procedure. Follow up attempts have been made to obtain additional information.